Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that thirteen days post implant the patient presented to the hospital with sob (shortness of breath) and chest pain. It was found that both the right atrial (ra) and right ventricular (rv) leads had dislodged. The ra lead was explanted and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.